Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known for some events. For other events, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regard to diabetes management.